Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opened the outer packaging of the ureteral stent, it was found that the inner packaging was damaged, so opened a new ureteral stent.

Manufacturer narrative:
The reported event was inconclusive. Received 1 ureteral stent with pusher. Verified material number 788414 and batch number ngjt2295. Visual inspection noted the inner package was opened. As the inner pkg received was opened prior to evaluation unable to verify and replicate the reported event. Labelling review is not required as labelling would not have prevented the reported event. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opened the outer packaging of the ureteral stent, it was found that the inner packaging was damaged, so opened a new ureteral stent.